Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 23 mg/dl. The customer was admitted to the hospital. Customer doctor requested basal rates changes. The customer was advised to monitor blood glucose and check with healthcare provider and verify basal rates changes.